Manufacturer narrative:
Additional narrative: additional procode: kwp;kwq;mnh;mni;osh. Complainant part is not expected to be returned for manufacturer review/investigation. Reporter is a j&j employee. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on an unknown date, the patient underwent revision surgery for an unknown reason. During the revision surgery, the single-inner setscrew on the posterior side was found to be loose. The setscrews were replaced. The procedure was completed without surgical delay. The setscrew was originally implanted in the patient on (B)(6) 2021. There is no further information available. This complaint is related to (B)(4). This report is for one (1) single-inner setscrew. This is report 1 of 1 for (B)(4).